Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint. The patient received the device on (B)(6) 2022 with the reaction occurring that evening. The patient experienced ulcer on tongue reaction. The device was worn for 2-3 days. The symptoms went away after 24 hrs after benadryl helped. There are medical or dental history reported. The patient was instructed to discontinued and to get an allergy test for more definitive results.

Manufacturer narrative:
(B)(4). The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Both mechanical irritation and allergic reaction are conceivable. The former with higher probability. Lot# e-pro 4.0-11770201 (erkoloc-pro) was manufactured from november 17, 2021 and was assigned an expiration of november 2024. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Per supplier both mechanical irritation and allergic reaction are conceivable. The former with higher probability. Investigation methods/results complaint investigator reviewed the returned device. An upper splint was returned in the original case. Roughness - the flange was smooth; internal surface was smooth/ occlusal surface appeared rough and adjusted. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was slightly yellow due to the usage. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 4.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Supplier erkodent reviewed the incident details and determined an allergic reaction is possible, but more likely a mechanical irritation at the site of the "ulcer". The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
Additional data: d4, h6 (health effect - clinical code, type of investigation code, and investigation conclusions code). Corrected data: a2, b2, h4, h6 (health effect - impact code). CAPA 23-006. Manufacturer reference: (B)(4).